Manufacturer narrative:
Per the event narrative provided by the physician, the patient had a bicuspid valve and the physician wanted to make the perceval work. Ultimately, the physician decided the perceval was not suitable, and implanted a ew magna valve in its place. In it possible that the patient annulus anatomy was not suitable for perceval valve.

Event description:
This was a bicuspid valve and the surgeon wanted to try and make a perceval valve work. The device was implanted, however the patient was better suited for a stented valve so the device was explanted and replaced with an ew magna valve. There was about 25 min added to the case. The patient is doing fine. The event occurred on (B)(6) 2017, and the manufacturer was notified on 31-aug-2017.